Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24ga 0.75in y leaked. This included lot numbers; 4177876, 4177876, 4177826, 4177877. Repeated cases of canula leaking. During use: the customer has advised that they have 10 cases of the cannula leaking during chemo treatment. The clinical staff have removed 11 boxes due to safety concerns.